Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 16271487-2017-02063 and 16271487-2017-02065. This patient has a thoracic and pns system (off-label use). This record pertains to the pns system. It was reported the patient was not receiving effective stimulation from her pns leads (off-label use). Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the entire pns system was removed and replaced with a drg system. Therapy was resumed and stimulation is effective. The issue has resolved.